Event description:
It was reported that this pacemaker was explanted and replaced due to unknown reasons. No adverse patient effects were reported.

Manufacturer narrative:
Amendment: there's no allegation or malfunction against the device. Does not meet complaint criteria.

Event description:
It was reported that this pacemaker was explanted and replaced due to unknown reasons. No adverse patient effects were reported. Additional information was provided; the device was explanted and replaced due to elective replacement indicator (eri).